Event description:
It was reported that the device was in use with a patient temperature of 104 degrees. The wraps felt warm, and water temperature was 78 degrees. The wraps were cool to touch. The device had to be removed from use, as it was not cooling the patient.

Manufacturer narrative:
A stryker quality assurance engineer contacted a stryker senior clinical nurse consultant) for more information on this event. She provided that a stryker sales representative went to the account and evaluated the unit with a biomed technician at the account. The unit was turned on in manual mode and set to the lowest temperature, which the machine easily reached. No defect was found, and the issue could not be replicated. Additionally, the stryker quality engineer reached out to a stryker field service technician, who regularly pm¿s the units. He stated that there were no active error codes found, and the temperature management worked fine during the last pm. He also stated that he burped the hoses to release any potential air pockets, and function tested the machine in front of nurse leaders and biomed technicians at the account. Based on this information, it was determined that the alleged issue of blanket/wrap contact surface temperature not cold enough during therapy was not due to any component level malfunction with the unit. The issue was resolved for the customer by burping the hoses of the machine and ensuring proper functionality of the unit.

Event description:
It was reported that the device was in use with a patient temperature of 104 degrees. The wraps felt warm, and water temperature was 78 degrees. The wraps were cool to touch. The device had to be removed from use, as it was not cooling the patient. Attempts are being made to gather additional injury and treatment details from the user facility.